Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflator had a defective switch. The issue was found during service / maintenance (not in a clinical setting).

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.